Event description:
A physician reported a patient who was originally skin tested on 4 november 1998. Later that same day, the patient reported the onset of a headache. On 16 november 1998, the patient reported the onset of redness at the skin test site. On 20 november 1998, the physician noted continued redness at the skin test site. On 27 november 1998, there was redness and swelling at the skin test site. On 30 november 1998, the physician noted redness and swelling at the skin test site. On 4 december 1998, the pt presented with redness, swelling, and induration at the skin test site, and the patient complained of onset of a headache that day. On 4 december 1998, the physician administered intralesional kenalog to the test site. The physician believed the local symptoms at the test site were hypersensitivity related. The physician believed the headache was probably not related to the collagen.